Manufacturer narrative:
Please refer to the atached analysis report.

Event description:
Reportedly the subject device replaced a pacemaker symphony dr on (B)(6) 2018. In the previous follow up there was a indication of noise, but the physician chose to maintain the same lead programmed in bipolar, with good parameters 1v/0,35 (stelid ii). After replacement, the patient returned to the hospital with intermittent capture at 7.5 v and the physician decide to review the lead. A new vega 58 lead was implanted and the old one was left. After connection of the leads to the subject pacemaker, no pacing or ventricular sensing occurred. The physician revised the connection twice, and it was adequate with the same result. It was decided to replace the device with a new one with the immediate normalization of the situation with good parameters.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Device expiration date: 20-jan-2018.

Event description:
Reportedly the subject device replaced a pacemaker symphony dr on (B)(6) 2018. In the previous follow up there was a indication of noise, but the physician chose to maintain the same lead programmed in bipolar, with good parameters 1v/0,35 (stelid ii). After replacement, the patient returned to the hospital with intermittent capture at 7.5 v and the physician decide to review the lead. A new vega 58 lead was implanted and the old one was left. After connection of the leads to the subject pacemaker, no pacing or ventricular sensing occurred. The physician revised the connection twice, and it was adequate with the same result. It was decided to replace the device with a new one with the immediate normalization of the situation with good parameters.

Event description:
Reportedly the subject device replaced a pacemaker symphony dr on (B)(6) 2018. In the previous follow up there was a indication of noise, but the physician chose to maintain the same lead programmed in bipolar, with good parameters 1v/0,35 (stelid ii). After replacement, the patient returned to the hospital with intermittent capture at 7.5 v and the physician decide to review the lead. A new vega 58 lead was implanted and the old one was left. After connection of the leads to the subject pacemaker, no pacing or ventricular sensing occurred. The physician revised the connection twice, and it was adequate with the same result. It was decided to replace the device with a new one with the immediate normalization of the situation with good parameters.

Manufacturer narrative:
Correction: in the previous MDR (follow-up 1) date rec'd by MFR was missing, it should be 20 june 2018. Preliminary analysis of the patient files showed a lead or connection issue at the ventricular level. Preliminary analysis of the returned device showed appropriate mechanical and electrical function. No tightening mark was found on the ventricular set-screw tip.

Event description:
Reportedly the subject device replaced a pacemaker symphony dr on (B)(6) 2018. In the previous follow up there was a indication of noise, but the physician chose to maintain the same lead programmed in bipolar, with good parameters 1v/0,35 (stelid ii). After replacement, the patient returned to the hospital with intermittent capture at 7.5 v and the physician decide to review the lead. A new vega 58 lead was implanted and the old one was left. After connection of the leads to the subject pacemaker, no pacing or ventricular sensing occurred. The physician revised the connection twice, and it was adequate with the same result. It was decided to replace the device with a new one with the immediate normalization of the situation with good parameters.